Event description:
In 2007, the equipment of a male patient was retrieved. The download revealed a bradycardia death in 2006.

Manufacturer narrative:
Electrode belt 09/2005. Device evaluations of monitor and electrode belt have been completed. Monitor and electrode belt were all found to be functionally normal. They were restocked. A report of a pt death in 2006 was received that indicated he was wearing the lifevest at the time of death. He was hospitalized and in the intensive care unit at the time of death. The pt had been previously cardioverted five times by the lifevest. He was reported to have had a bradycardia arrest. Flag summary: 1. The device was set to detect vt > 150 bpm and vf >200 bpm. 2. The device was started at about 8 pm on november 2nd. The belt he was wearing had extruded gel earlier. The impedance was in an acceptable range (60 to 80). 3. Bradycardia was flagged about 8 pm on november 3rd. 4. Between 8:53:50 and 9:17:41 pm there were nine arrhythmia alarms given. The response buttons were not used. The alarms appear to be due to ECG artifact and a small cardiac signal. They show a very wide qrs without significant tachycardia until the final recording, when the rate was about 140 to 150 bpm. Some of the ECG artifact is rhythmic and may represent compressions. 5. The final arrhythmia alarm started at 09:28:14, and the rhythm appears to be ventricular fibrillation. The response buttons were held after 16 seconds for about seven seconds. The battery was pulled before the alarms stopped. The device was not restarted until it was downloaded. Conclusions: the patient had five prior successful lifevest cardioversion. The initial rhythms were wide, but not fast. This is consistent with respiratory arrest or electromechanical dissociation. There appears to be rhythmic motion artifact that may represent compressions. The last two recordings are ventricular arrhythmias, but the rate is near the threshold. During the last declaration, the alarms were stopped by response button use and then the battery was pulled before the arrhythmia declaration stopped. As the rhythm appears to be ventricular fibrillation, a bystander probably held the response buttons to avoid a shock as CPR was given. The lifevest appears to have operated as designed. See scanned pages.